Event description:
A caller reported experiencing multiple intermittent alarm 2 and alarm 26, indicating an issue with their device. There was no adverse impact to the customer's blood glucose level. Customer changed the pump supplies and resumed insulin delivery.